Event description:
It was reported that the pcu keys would not get selected while programming. A nurse in the nicu stated that, when they were programming practice scenarios on their training pump, the decimal key would not select. Upon testing, as the customer was going through the programming, the next key would not select. Every other key would work. The only way to resolve was to turn the pump off and then back on again. This happened several times. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had keypad issue during programming was not determined because no product or device logs were returned. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.